Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke. No further information was provided.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke. No further information was provided. It was subsequently reported that the procedure was completed successfully.